Event description:
During a treatment, the system did not turn on. Both the mains plug on the wall was checked and the fuses of the system were checked by the local biomedical engineer and found to be ok. The physician elected not to perform the cryoablation procedure and instead treated the pt's tumor with radiofrequency ablation (rfa). The physician thinks that the rfa procedure was successful.